Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/9/2025. H6 component code: g07002 - pending evaluation of returned device . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post operative care due to the prolonged procedure? Were there any patient consequences? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. I have requested answers from the customer some time ago, but no answer. The following information was reported: if other, describe anastomosis, was surgery delayed due to the reported event? Yes, if yes, number of minutes: unknown, action taken when event occurred? New suture, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an vascular anastomosis procedure on an unknown date and suture was used. During a procedure of vascular anastomosis, when using the sutures of the same box/lot number, 7 times the needle detached from the thread during this one procedure. The customer is very unsatisfied, and wish to return 6 boxes with the same lot-number as the affected. They expect to get a credit note for the 6 boxes returned. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002 no device problem found. Additional information: d9, h3, h6. H3. Investigational summary: the product was returned to ethicon for evaluation. One hundred-eight unopened samples that pertains to product code eh8020h were received for analysis. This product code is double armed. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3. Investigational summary: the product was returned to ethicon for evaluation. Four sealed boxes each with thirty-six unopened representative samples that pertains to product code eh8020h were received for analysis. A total of one hundred forty-four samples were received. As per the sampling plan, a visual inspection was performed on thirty-two samples. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.